Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the case was chipped. Technical visual inspection found that the casing and cable were in fair condition. Device evaluation identified that the cable was working properly. Additionally, there was an internal short on the integrated circuit of the mainboard causing the malfunction, confirming the reported malfunction. The integrated circuit on the main board was replaced. Gain measurement was performed. Parameter testing was performed and passed. Cable, membrane, and the shake/rattle tests were performed and passed as well. The reported event was confirmed. A definitive root cause for the internal short of the integrated circuit malfunction on the mainboard cannot be determined; however, it is most likely due to moisture or usage over time. This type of event will continue to be monitored.

Event description:
Reportedly, post repair an equipment malfunction was reported. There was no report of patient involvement. No additional information is available.